Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a critical pump error. The customer¿s blood glucose level was 258 mg/dl at the time of the incident. Customer stated the error appeared after normal use. No troubleshooting was performed, nor treatment was administered. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. The critical pump error was generated by pump error (B)(4) per bootloader traces, problem was isolated to printed circuit board. The motor was testes outside the device and passed. Unable to perform functional test including selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarms due to critical pump error. Unit received with minor scratched display window, case and keypad overlay.